Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Method (other) - lens work order search. Results (other):a lens work order search revealed there were no similar complaints within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) and the lens tore/broke. There was no patient injury reported and another same model lens was implanted. The problem was resolved. Patient's last bcva was 20/20.